Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that foreign matter was found on the bd insyte¿ autoguard¿ bc shielded IV catheter tip before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "fm was on the catheter tip."

Event description:
It was reported that foreign matter was found on the bd insyte¿ autoguard¿ bc shielded IV catheter tip before use. The following information was provided by the initial reporter, translated from japanese to english: "fm was on the catheter tip."

Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the sample and photographs for evaluation. Bd received one 20ga insyte autoguard unit, consisting of a catheter adapter assembly, a retracted needle-barrel assembly and a needle cover. The white-clear material observed on the catheter tubing was confirmed to be non-foreign (plug shavings) which resulted from manufacturing during the assembly process. In addition, several strings of colored fibers were also observed on the catheter tip. The colored clothing fibers are not visible on the photographs submitted; therefore, it is equally possible for them to originate on either customer¿s or manufacturer¿s side. The reported issue was confirmed. A device history record review could not be performed as the lot number was unknown. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends h3 other text : see section h.10.